Event description:
On (B)(6) 2012, the pt was being treated for a thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. It was reported a gore dryseal sheath would not advance into the 8-10 mm iliac artery. The iliac artery was dilated and the sheath was reinserted, but the sheath would not advance far into the iliac artery. The ctag device was then advanced, but it was reported the device would not advance past the bifurcation of a previously implanted surgical graft. The device was removed, and angioplasty was performed to expand the bifurcation of the surgical graft. The ctag device was then readvanced, reportedly using force. When the device was advanced past the sheath, one of the sutures on the device reportedly popped and the device started to deploy. A retroperitoneal cutdown was performed, the device was removed, and a graft conduit was sewn into place. The procedure was completed with additional devices with no further issue, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the device predeploying could not be determined as the device was not available for evaluation.